Event description:
A surgeon reported that one day after a glaucoma filtering shunt was implanted, the patient had increased intraocular pressure (iop) and a hyphema was present. Suture number one of five was lysed that same day. On postoperative day two, the iop had decreased considerably causing the eye to be hypotenous. The hyphema persisted and was noted to be increased. At the one week postoperative visit the hyphema was decreasing and by postoperative week three it was resolved. The hypotony has persisted and continues; although, the surgeon indicates it is not considered serious and does not warrant treatment. The shunt remains implanted. Additional information was requested.

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event, therefore, the device history record (DHR) could not be reviewed. No sample was returned. The shunt remains in the eye; therefore, the condition of the product could not be verified. Additional information requested. (B)(4).